Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens popped out of the injector during insertion into the eye. The incision was enlarged to remove the lens. A back-up lens of unknown model was implanted without issues. Additional information was requested, but has not been received.

Manufacturer narrative:
Despite multiple requests, additional information has not been received. The device was not returned for analysis. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and injector interaction) may have caused or contributed to the event.